Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic, indicated that the customer reported clinic was getting a security check error message. And was not able to get carelink to work. Troubleshooting was performed. The issue could not be resolved. No harm requiring medical intervention was reported. It was unknown, whether the customer will continue using the device. And will not be returned for analysis.

Manufacturer narrative:
Complaint summary: user from clinic reported being unable to upload 700 series pumps with carelink uploader. Investigation/testing summary: met with clinic it staff then reproduced and confirmed their issue. Their it staff implemented the changes but had to wait for updates to propagate the client stations, they said they would test and get back to us with results. Supplied helpline and customer with the following troubleshooting steps: - provided remediation instructions that would resolve the issue. - provided them with necessary cisco exceptions to allow carelink uploader to launch and upload. In the customer's security software, create exceptions to the following files and folders... As well as ensure the ""users"" group has the necessary folder permissions to these same files and folders (permissions listed below): c:\program files\medtronic\carelink\uploader\dss\ * "users" group needs read&execute (microsoft default) created at install. C:\programdata\medtronic\ * ""users"" group needs read&write. Created at install c:\users\username\appdata\local\medtronic\ * "users" group needs read&write (microsoft default) created at first uploader launch after install, per user. As well as ensure the ""users"" group has read/write/list/modify/execute permissions to these same files and folders: this last one is unique, in that there's a special string for the path: c:\users\usernamehere\appdata\local\temp\jna******\* instead of doing it per user, they use this "magic" string: csidl_local_appdata\temp\jna* on versions 3.5.0 and 3.6.0 (possibly higher), there were more reports that did not resolve with the above exceptions. A customer succeeded in resolving the issue by uploading the wincarelinklauncher.exe to the allowed applications list click the custom exclusions button to view or edit the exclusion sets created by your organization or to create new ones. Each row displays the operating system, exclusion set name, the number of exclusions, the number of groups using the exclusion set, and the number of computers using the exclusion set. You can use the search bar to find exclusion sets by name, path, extension, threat name, or sha-256. You can also filter the list by operating system by clicking on the respective tabs. Click view all changes to see a filtered list of the audit log showing all exclusion set changes executable exclusions only apply to connectors with exploit prevention enabled. An executable exclusion is used to exclude certain executables from being protected by exploit prevention. You should only exclude an executable from exploit prevention if you are experiencing problems or performance issues to maintain a better security posture. You can check the list of protected processes and exclude any from protection by specifying its executable name in the application exclusion field. Executable exclusions must match the executable name exactly in the format name.exe. Wildcards are not supported. Customer stated they would reach out again immediately if issue persisted. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified. (Most likely) root cause: confirmed during conference call that cisco secure endpoint software was causing user's issues. Analysis summary: met with clinic it staff then reproduced and confirmed their issue. Provided remediation instructions that would resolve the issue. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.